Event description:
On 06/26/1997, the surgeon contacted the manufacturer's (MFR) clinical rep to report that the instruction manual was not accurate regarding attaching the catheter to the device. The MFR's clinical representative informed the surgeon that this catalog number belonged to a preattached device; therefore, the device catheter should not be removed. The surgeon insisted that the device was not a preattached catheter, he had easily removed the catheter from the device by unscrewing it. The surgeon also stated that "he had no problem unscrewing it, so how could it be considered a non-attachable catheter." The surgeon implanted the device and stated that the instructions for the device were wrong because it states that the catheter "snap-locks" rather than screws on. The MFR's clinical rep reviewed the differences in between the preattached/one (1) piece device vs. An attachable/three (3) piece device. She also provided the surgeon with the catalog numbers of attachable devices to use in the future since the surgeon verbalized preference to the two (2) piece device. No further details were provided at this time.